Event description:
The reporter stated that the surgeon attempted to insert a cq2015 collamer three piece lens but the front haptic tore. There was not pt contact.

Manufacturer narrative:
Eval: results - (other): visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.